Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, which could not be cleared using the keypad. Customer's blood glucose was 68 mg/dl. The insulin pump had not been bumped or dropped. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.